Event description:
A us distributor reported a belt was receiving add gel messages and was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (wires exposed and add gel) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.